Event description:
It was reported that the patient presented remotely to the clinic via data transmission with an alert for non-sustained right ventricular oversensing (nsrvo). Upon review of the electrogram (egm), right ventricular lead noise was observed on the pace-sense and discrimination channels. The patient was brought into the clinic for a follow up. The in-clinic evaluation showed noise being oversensed with minor patient movements and a pacing impedance at > 3000 ohms. On (B)(6) 2025, the patient was admitted to the hospital for a lead revision procedure. At the beginning of the procedure, 21 episodes of right ventricular (rv) noise reversion were observed showing cyclical oversensing of ventricular signals. This behavior was not present in the atrial channel. The episodes also always occurred on the 55th minute of the hour. It was suspected that this may be due to a high voltage impedance issue. The lead was then explanted and replaced. The patient remained in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).